Event description:
During an "acl"-hamstring procedure the device shattered during insertion. The starter was used as indicated in the "IFU" but a tap was not used by the surgeon. The surgeon reports that the pieces of the device were immediately retrieved resulting in a minimal delay and no pt injury.